Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was found that the orders did not cross on any machine. A technical support specialist discovered that the host system had used incorrect facility codes, which caused message failures. An email was sent to inform the customer about the issue, and the customer was advised to correct the codes before restarting the messaging service. The customer later confirmed that the issue was resolved. The system worked as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all orders not crossed to stations. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.